Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient experienced an audible alarm when tethered to the mobile power unit (mpu) or power module. No alarms occurred on battery power. No visual alarm appeared on the system controller when it was reviewed, only 1 audible beep every 2 seconds. The system controller appeared to have kinked battery cords with unknown trauma that the patient had not recalled. The cause of the alarms was not identified but when the system controller was exchanged the alarms resolved. There were no unusual events captured in the event log files.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the controller audibly alarming upon manipulation of the black power cable was confirmed. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis, and a log file was submitted (B)(6) and downloaded (B)(6) for review that showed overlapping events spanning approximately 10 days (B)(6) 2024 per timestamp). The driveline was disconnected from controller on (B)(6) 2024 at 14:05:57. No other notable alarms were active in the log file. The system controller was functionally tested. During testing, the black power cable was manipulated, and an audible alarm became active without a visual alarm on the controller. The outer jacket of the black power cable was removed, and it was observed that the yellow wire (alarm out) was completely severed, causing the controller to alarm when the power cable was flexed, confirming the reported event. The power cables were replaced, and the controller was run on a mock loop for an extended duration. With the test cables inserted, the controller was able to operate the pump without any issues or alarms activating. Additional information provided on 30jan2024 stated the cause of the alarm was not identified and that there were no visual alarms only an audible beep every 2 seconds. The root cause for the audible alarm was determined to be due to wire fatigue within the black power cable consistent with the repetitive flexing of the cable over time. The device history records were reviewed, and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.